Event description:
This is filed to report recurrent mitral regurgitation and device explant. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. Two mitraclips were implanted with no reported issue, reducing the mr to grade of 1. Two days after the procedure, the patient presented with shortness of breath and moderate mr. The implanted clips remained stable on the valve and there was no evidence of tissue damage however the physician decided to explant both clips. No additional information provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed, no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent mitral regurgitation (mr) could not be determined. The reported dyspnea appears to be a secondary effect of the recurrent mr. The reported patient effects of recurrent mr and dyspnea are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.